Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Correction b5: should have read it was reported the patient lost therapy due to not charging the ipg due to having to frequently charge. As such, the ipg was explanted to address the issue. Instead of. It was reported the patient lost therapy due to not charging the ipg due to having to frequently charge. As such, the ipg was explanted and replaced to address the issue. Correction: 4627 - device explantation instead of 4629 - device revision or replacement.

Event description:
It was reported the patient lost therapy due to not charging the ipg due to having to frequently charge. As such, the ipg was explanted to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient lost therapy due to not charging the ipg due to having to frequently charge. As such, the ipg was explanted and replaced to address the issue.